Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign matter or why the foreign material remained in the device. The root cause of the failure could not be determined. The event can be prevented by following the instructions for use which state: "the operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function: 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the objective lens and light lens adhesive was peeling on the evis lucera elite colonovideoscope. There was no report of patient harm associated with this event. During incoming inspection, it was determined foreign matter clogged the nozzle due to insufficient cleaning. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The adhesive around the objective lens had peeled. The adhesive around light guide lens had peeled. In addition to evaluation in event, due to deformation of scope cover, water tightness was lost. The adhesive on bending section cover had a chip. The adhesive on bending section cover had a crack. Adhesive on bending section cover had white-clouded area. Light guide lens had a crack. The plastic distal end cover had a burn. Due to adhesive peeling around objective lens, streak of flare appeared in the image. Switch button 4 had wear. The scope connector had a crack. The protector of universal cord on control section side had a scratch. Connecting tube had a scratch. Reprocessing of subject device: the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. User facility does not know when the foreign object adhered to the scope. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. The air/water nozzle was flushed with a detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.